Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope image was unstable when switching from narrow band image to normal light. The issue was found during a diagnostic upper gastrointestinal examination procedure and was completed using the same device. There were no reports of patient harm.